Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their device started shocking them out of nowhere on monday at work. The patient stated this has never happened before unless they turned the frequency up which they did not do. The patient stated they cannot find their remote to turn their implant off. The patient stated it was still shocking them currently. The patient stated they did not have a current managing urologist and they called the urologist and they will not help and won't make an appointment for the patient since the patient did not see a urologist there. The patient reported this was only happening at work and they didn't know if it something in the building. The patient reported this started at work on monday that it was shocking them on and off and it would happen for a second and then stop for a few minutes. The patient clarified it was shocking them intermittently and now it was just constantly shocking them. The patient mentioned it stopped the days they did not work and stated it didn't happen at all on tuesday and wednesday when they were off work. The patient came into work today and it started again about 2 hours ago and was not stopping anymore. The patient confirmed not near any electromagnetic interference sources and stated they worked in a restaurant and they had worked there for years and this had never happened before. The patient stated they didn't know if there was something in the building next door that was making this happen because they were doing construction. The patient reported it was very uncomfortable. The agent emailed manufacturer representatives (reps) to notify of the situation and request that a rep contact the patient. The agent reviewed the role of the rep and provided the patient with national answering service (nas) phone number for healthcare pro vider (hcp) office to call to request rep if needed. The patient was redirected to their hcp to further address the issue. The agent reviewed sunmed overview. The agent emailed patient registration to update the patient's address. A rep replied later the same day that they spoke with the patient and were scheduling a time to interrogate their device.